Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a toric model implantable collamer of unknown length was implanted into the patients eye and lens rotation was observed. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.